Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge never registered more than 270 units of insulin. The contact stated that the insulin gauge would not move for "about a day" after it was filled with 480 units of insulin. The contact stated that the t:connect reports showed an average of 424 units per fill over the past couple of weeks. When the cartridge was changed the day before the call, it registered 450 units. On the morning of the call, the gauge displayed 190 units. There was no information provided regarding the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.